Event description:
The patient had fallen onto the pump and the pump was beeping. The patient was experiencing no symptoms. The hcp attempted to communicate with the pump with the programmer several times, but no interrogation was possible. The pump was explanted and replaced after an implant duration of 15 months. It was returned to the MFR for analysis. After the surgery, the patient is reported to have recovered without sequela.